Event description:
A nurse reported she has had (2) two devices were the balloon would not deflate when nurse attempted to use syringe that came in kit. Both devices were indwelling in end users at time and reports that nurse attempted to readjust syringe and they failed to deflate.

Manufacturer narrative:
Based on the info provided, this event is deemed a reportable malfunction. The nurse cut tubing to allow draining of the catheter before removing from end user. No add'l patient/event details have been provided to date. An investigation of the event has been requested. To date, return sample has not been rec'd. Should add'l info become available, a f/u report will be submitted. Reported to the FDA on (B)(4) 2013.